Event description:
The instrument was applied to the rectal stump, fired, and staples did not form. Surgeon reloaded the instrument, fired 2nd time, again the staples did not form. Applied another to complete. No pt injury. Rep found no anvil opposite the cartridges. No pt injury.